Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were implanted in the lad. On the same day, peri-operative myocardial infarction was reported. The patient received medical treatment. The investigator assessed the event as possibly related to the index device and anti-platelet medication. The sponsor assessed the event as possibly related to the index device and anti-platelet medication. The patient outcome is unknown.

Manufacturer narrative:
It was reported that the target vessels were not involved. The patient recovered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: cec adjudicated non-q wave mi of the target vessel, 3rd udmi peri-pci with side branch occlusion. If information is provided in the future, a supplemental report will be issued.